Event description:
During a hip procedure utilizing the 2.5mm fluted drill w/ depth stop, it was reported that the tip of the 2.45 mm fluted drill broke off inside the patient. After preparing the site using the 2.45 mm twist drill and an inline drill guide, the physician was unable to insert the anchor due to a blocked hole. The twist drill was checked and it was found that the tip was missing. X-ray test revealed that the broken tip remained inside the patient. The surgeon performed an open surgery to remove the broken tip and complete the procedure. The patient's bone quality was reported as normal.

Manufacturer narrative:
The device has been forwarded to the supplier for further evaluation.(B)(4).

Manufacturer narrative:
Device evaluation: one 2.5mm fluted drill w/ depth stop was returned for evaluation of the reported complaint mode, ¿tip of the twist drill broke.¿ the device was returned to the supplier, 3d, for evaluation. The supplier¿s evaluation concluded that the drill appeared to have received a load bearing in excess of intended design parameters. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Per the IFU 1060355 (revision h) under the precautions section: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ also the IFU instructs ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ (B)(4).